Manufacturer narrative:
The reported lot#s 2276076 and 2225150 were not found for the reported catalog# 381223. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ peripheral IV cannulas with bd vialon¿ biomaterial leaked during use. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted 3 different catheters involved... Patient bi be: persistent induration with inflammatory placard opposite the puncture site"

Manufacturer narrative:
Investigation summary: as neither a confirmed material number nor lot number was available for these incidents, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Although pictures were provided, they did not provide imaging of the product in question for analysis to possibly determine a manufacturing related cause. Based on the limited investigation results, an exact cause for the reported incidents could not be determined.

Event description:
It was reported that the bd insyte¿ peripheral IV cannulas with bd vialon¿ biomaterial leaked during use cautiously reported as causing a serious injury. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted 3 different catheters involved. Patient: (B)(6): catheter diffused, induration persisted.

Manufacturer narrative:
After further review, the following fields were corrected and out of an abundance of caution this being reported as serious injury: b1. Adverse type: reported issue is both an adverse event and product problem. B2. Event attributed to: required intervention. B5. Describe event or problem: it was reported that the bd insyte¿ peripheral IV cannulas with bd vialon¿ biomaterial leaked during use cautiously reported as causing a serious injury. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted. 3 different catheters involved... Patient mo be: catheter diffused, induration persisted". Type of reportable events: serious injury. Imdrf annex f - f23.

Event description:
It was reported that the bd insyte¿ peripheral IV cannulas with bd vialon¿ biomaterial leaked during use cautiously reported as causing a serious injury. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted 3 different catheters involved... Patient mo be: catheter diffused, induration persisted